Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/17/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indidcated pain, metallosis, and loose cup. Two aceabular screws were removed with the loose cup and one screw became severed while removing it. There were not labs provided for the alleged high metal ions. There was not mention of infection either. After reviewing the primary operation note the patient suffered a small nondisplaced fracture of the calcar while using the size 11 broach. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time.should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.